Manufacturer narrative:
Patient ID/initials, age/date of birth and weight are unknown. The 510k: this report is for two unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Unknown date in 2017. Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in france as follows: it was reported that an eczema skin occurred on the lateral side of the ankle for a patient operated on in 2017 with a lateral tibial proximal plate and a fibula distal plate on the same side. The consolidation was without problem and no infection occurred. This report is for two unknown screws. This is report 3 of 3 for (B)(4).

Event description:
It was further reported that the surgeon doesn't think that there was a problem with the plates.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.